Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the device on the cystic duct, the jaws would not open. The device had to be pulled off of the duct and another device was used to complete the case. No harm to the pt or the cystic duct. Additional attempts were made to gather further info and the following was provided: the surgeon indicated he had applied a few clips, but unknown the exact number of firings before the device locked on the artery. The surgeon is aware of how to manually open the device, but would not work. The surgeon added an additional trocar port and clipped both sides of the device and pulled it off the artery in the closed position. There were no further complications adn the pt is fine. There was a possible pre-existing condition that may have caused the pt's blood not to be as haemostatic, but unknown for sure.

Manufacturer narrative:
Device fired through lockout, anti-backup failure, indicator wheel fail. Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the orange indicator was noted beyond its intended position. No functional testing could be performed to evaluated opening issues due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.